Manufacturer narrative:
Log review suggested that the temperature sensor on pcm bypass valve may have been stuck. The issue was resolved by customer with hard reboot and no other issues have occurred since. The customer was informed to advise if these errors happen again. This is a retrospective submission following commitments related to an FDA inspection. This was initially submitted as part of a summary report: 3006073153-2025-00039 this resubmission is a correction, as malfunctions relating to device product code dwc are not eligible for summary reporting. This is event number 2 out of 16.

Event description:
User reported issues related to the heater cooler unit was alerting that the unit was not cooling sufficiently. Failure to heat or cool is considered a reportable event. There was no patient harm a as a result of this malfunction.